Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The severely stenosed target lesion was located in the proximal segment of the left anterior descending artery. A 2.00mm x 15mm maverick? Balloon catheter was advanced for post-dilation. However, during the procedure, the pusher rod of the catheter fractured, resulting in the inability to advance the device. The device was retrieved, and the procedure was subsequently completed using a different device. No patient complications were reported. It was further reported that the target lesion was 80% stenosed, mildly tortuous and mildly calcified.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The severely stenosed target lesion was located in the proximal segment of the left anterior descending artery. A 2.00mm x 15mm maverick? Balloon catheter was advanced for post-dilation. However, during the procedure, the pusher rod of the catheter fractured, resulting in the inability to advance the device. The device was retrieved, and the procedure was subsequently completed using a different device. No patient complications were reported.